Event description:
As reported, approximately two days after a procedure using a 6/7f mynxgrip vascular closure device (vcd), the right femoral artery puncture site was observed to be significantly enlarged with a bruit. A right inguinal ultrasound examination indicated a pseudoaneurysm, and compression with a sandbag proved ineffective. One day later under ultrasound guidance, thrombin injection and compression therapy were performed on the right inguinal pseudoaneurysm, after which the pseudoaneurysm essentially disappeared. The patient underwent cerebral angiography under local anesthesia, followed by stent placement at the origin of the left internal carotid artery and the left vertebral artery.the procedure used a retrograde approach, and the deployer had received mynx training. An 8f non-cordis sheath was used. Vessel suitability was verified by venography, including appropriate insertion angle, and the vessel diameter was confirmed to be at least 5 mm. No vessel tortuosity, peripheral vascular disease, or calcium was present at the puncture site. No anticoagulants, antiplatelets, or thrombolytics were used. Act, inr, and platelet count were unknown. The target femoral site had not been previously closed, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No multiple stick attempts were required prior to achieving intravascular access. The hospital reported it as an adverse event to the china nmpa directly. The device could not be returned because it was handled internally by the hospital equipment department.

Manufacturer narrative:
As reported, approximately two days after a procedure using a 6f/7f mynxgrip vascular closure device (vcd), the right femoral artery puncture site was observed to be significantly enlarged with a bruit. A right inguinal ultrasound examination indicated a pseudoaneurysm, and compression with a sandbag proved ineffective. One day later under ultrasound guidance, thrombin injection and compression therapy were performed on the right inguinal pseudoaneurysm, after which the pseudoaneurysm essentially disappeared. The patient underwent cerebral angiography under local anesthesia, followed by stent placement at the origin of the left internal carotid artery and the left vertebral artery. The procedure used a retrograde approach, and the deployer had received mynx training. An 8f non-cordis sheath was used. Vessel suitability was verified by venography, including appropriate insertion angle, and the vessel diameter was confirmed to be at least 5 mm. No vessel tortuosity, peripheral vascular disease (pvd), or calcium was present at the puncture site. No anticoagulants, antiplatelets, or thrombolytics were used. Act, inr, and platelet count were unknown. The target femoral site had not been previously closed, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No multiple stick attempts were required prior to achieving intravascular access. The device was not returned for evaluation. The product history record (phr) review of lot f2434603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A pseudoaneurysm/bleeding event is a common procedural complication and is listed in the product¿s instructions for uses (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low body mass index (bmi), comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad (peripheral artery disease) that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the information provided of the event, procedural factors (8f sheath was used with a 6f/7f mynxgrip), patient factors, and/or vessel factors possibly contributed to the pseudoaneurysm reported, especially since the pseudoaneurysm was noted when the patient was home. Without the return of the device for analysis or procedural films, the reported customer complaint could not be observed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynxgrip IFU, ¿¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ also, it was noted that an 8f sheath was returned with the 6f/7f mynxgrip vcd. Per the indications for use within the IFU states, ¿mynxgrip is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the functionality of the device. Neither the phr review, nor the available information suggests that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a patient underwent cerebral angiography under local anesthesia, followed by stent placement at the origin of the left internal carotid artery and the left vertebral artery. Hemostasis at the right femoral artery puncture site was performed using a closure hemostasis system. Approximately two days later, the right femoral artery puncture site was observed to be significantly enlarged with a bruit. A right inguinal ultrasound examination indicated a pseudoaneurysm, and compression with a sandbag proved ineffective. One day later under ultrasound guidance, thrombin injection and compression therapy were performed on the right inguinal pseudoaneurysm, after which the pseudoaneurysm essentially disappeared. The procedure used a retrograde approach, and the deployer had received mynx training. An 8f non-cordis sheath was used. Vessel suitability was verified by venography, including appropriate insertion angle, and the vessel diameter was confirmed to be at least 5 mm. No vessel tortuosity, peripheral vascular disease, or calcium was present at the puncture site. No anticoagulants, antiplatelets, or thrombolytics were used. Act, inr, and platelet count were unknown. The target femoral site had not been previously closed, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No multiple stick attempts were required prior to achieving intravascular access. The hospital reported it as an adverse event to the china nmpa directly. The device could not be returned because it was handled internally by the hospital equipment department.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.